Manufacturer narrative:
The device involved in the complaint was not returned to bsn for evaluation.

Event description:
A report was received that the patient was explanted because of an infection at the pocket site. The patient was provided with intravenous antibiotics for three months in 2006. The physician reported that the infection most likely came from the patient's poor hygiene. The patient was reportedly doing well.